Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected. No adverse clinical symptoms reported. Outcomes included no alarms, no clinical impact, and no need for medical care. User support included guided troubleshooting and education, including toggling sensor settings and repairing to the ilet, with advice to allow time for reconnection. Investigation of this case revealed a communication disruption between the cgm sensor and the ilet consistent with transient bluetooth pairing issues, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup factors leading to temporary loss of wireless communication.